Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9050929. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that during use the q-syte becomes separated and needs to be adjusted with a bd intima¿-ii 24gax0.75in mz slm npvc. The following information was provided by the initial reporter, translated from chinese to english: during use, the customer found q-syte unable to exhausting smoothly and needs to be fixed by hand.

Manufacturer narrative:
Medical device expiration date: unknown. Complaint was submitted for part# 383264 lot# 9050929, however, manufacturing records show that the part # is 383266 for that lot. The following is information for that part/lot number: medical device lot #: 9050929. Medical device expiration date: 2022-03-26. Device manufacture date: 2019-02-19. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use the q-syte becomes separated and needs to be adjusted with a bd intima¿-ii 24gax0.75in mz slm npvc. The following information was provided by the initial reporter, translated from (B)(6) to english: during use, the customer found q-syte unable to exhausting smoothly and needs to be fixed by hand.